Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, broken rash around the therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reported going to an urgent care center and was prescribed a cream and antibiotic from a medical professional. Follow up indicated that the skin irritation improved.